Event description:
The following has been reported to hamilton medical ag on february 9th 2024. It was reported that on 07 feb 2024, during preventive maintenance, the hamilton t1 (sn (B)(6)) showed a failed flow sensor test during pm. Failed calibration pressure autozero test - it won't pressurize. Pneumatic 1, binary valve #3 prox. Autozero valve, operation, not ok. Pneumatic 1 autozero, pressure sensor paw not ok. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction action, replaced pressure sensor assembly. Performed tsw and functional tests; all passed. Downloaded logfiles and instrument report. According to preliminary analysis, potential root cause could be related to a defective paw sensor (out of range).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that on (B)(6) 2024, during preventive maintenance, the hamilton t1 (sn (B)(6) showed a failed flow sensor test during pm. Failed calibration pressure autozero test - it won't pressurize. Pneumatic 1, binary valve #3 prox. Autozero valve, operation, not ok. Pneumatic 1 autozero, pressure sensor paw not ok. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction action, replaced pressure sensor assembly. Performed tsw and functional tests; all passed. Downloaded logfiles and instrument report. According to preliminary analysis, potential root cause could be related to a defective paw sensor (out of range).